Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient was implanted with expert tibia nail on an unknown date. Patient was returned to the operating room for the first revision surgery an on unknown date. During the first revision surgery, the expert tibia nail could not be removed. Patient was returned to the operating room on an unknown date for the second revision surgery to remove the nail. During the second revision surgery, the nail could not be removed either with an extraction screw or pliers. A third revision surgery is scheduled for removal of the nail. A discussion with the surgeon, the responsible product manager and the sales consultant is set to determine how to proceed.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.